Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is related to pt condition. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during a spinal fusion surgery, screw disassociation occurred. Case was due grade 3 spondylolithesis at l4-s2. Pt was reported to have "extreme instability" in that segment with no previous spine surgeries. Traditional open surgery technique used. It took approximately 8 hrs to complete decompression and reduction maneuvers. While attempting to lock down the set screw on the s1 right side at a very extreme angle, the set screw was damaged. The set screw was replaced with another and while placing the set screw, it was noted that the tulip head of the polyaxial screw had disassociated from the screw post. The screw shaft and disassociated tulip head were left in place and the case completed. Post-operatively, the pt is reported to be doing very well.